Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that a clot formed inside the tubing of the combi set which prevented the passage of liquid. The clot was visually observed by a member of the nursing staff approximately 20 minutes after the initiation of the patient¿s hemodialysis (hd) treatment. There was no damage or defect observed on the combi set. The patient¿s estimated blood loss (ebl) was approximately 1 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient completed treatment successfully on the same machine with new supplies. The complaint device is not available to be returned to the manufacturer for physical evaluation.